Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery and tiny air bubbles in the reservoir. The customer¿s high blood glucose was 370 mg/dl at the time of incident and current blood glucose is 314 mg/dl. Customer treated with manual injection. The customer state that auto mode feature was active. The customer was able to passed the high pressure test. The insulin pump will not be return for analysis.